Event description:
It was reported the pt did not have a stimulation, and was unable to communicate with the ipg using the external devices. The sjm representative met with the pt and confirmed the issues. Follow up identified the physician was to undertake surgical intervention at a future date to replace the ipg.

Manufacturer narrative:
Recall #:1627487-07262012-002-r. This ipg serial number was included in a field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.